Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons seems like not responding the way it should be. The numbers not ramping or the scroll bar not moving up or down with no input. Insulin pump not exposed to change in altitude. Monitor time display and minutes was change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump passed the self test and the displacement test. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. The insulin pump was received with stained keypad overlay, scratched case and pillowing keypad overlay. (B)(4).